Manufacturer narrative:
(B)(4). Date sent: 6/09/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ech60c lot number a98c5l and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic procedure, the first firing of a stapling device produced a knocking sound when triggered and the device stapled but did not cut. The tissue became compressed and there was no apparent reason for the knife blockage. The cartridge was replaced and the same problem persisted. An alternative device was then opened and the procedure was completed. There were no patient consequences. No additional information was provided.